Manufacturer narrative:
The following devices were also listed in this report: tridentii tritanium cluster48d; cat# 702-04-48d; lot# 70186601a. 6.5mm low profile hex screw 15mm; cat# 7030-6515; lot# 5mt. 6.5mm low profile hex screw 20mm; cat# 7030-6520; lot# 6gge. 6.5mm low profile hex screw 30mm; cat# 7030-6530; lot# 5bfad. Delta v-40 ceramic head 36/-2,5; cat# 6570-0-436; lot# 65529601. Size 5 accolade ii 127 deg; cat# 6721-0535; lot# 70183901. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to infection (infection reported by surgeon. Unknown if clinically confirmed or identified). Primary procedure was done with the mako robot. All implants were removed and an aggressive debridement was performed. Rep provided the primary usage sheet and reported that no further information will be available.